Manufacturer narrative:
Per internal review on 29-apr-2024, it was determined that this event does not meet the MDR reporting criteria in lieu of additional information that bwi received regarding the event. The initial report sent on 24-apr-2024 indicated that the patient was sent to the critical care unit (ccu) as a precaution. On 29-apr-2024, bwi received information indicating that the physician's opinion of the cause of the event was the procedure. There was no intervention provided. The patient was monitored in the ccu but did not require extended hospitalization. Per internal review on 29-apr-2024, it was determined that the patient's condition was not critical and does not meet the criteria for MDR reporting. As a result, no further details will be submitted regarding this event. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31236585l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pericardial effusion that required hospitalization. At the end of the procedure, echocardiography confirmed a small amount of leakage of pericardial fluid. The patient had no symptoms such as decreased blood pressure. Then the patient left the room for management in the critical care unit (ccu). The patient condition was not critical, but monitoring under ccu management would be conducted as a precaution. Drainage was not performed. Ultimately, the patient fully recovered and was discharged from the hospital as planned. The cause of the issue was identified as procedure related. Atrial septal puncture was not performed. Ablation was performed before pericardial effusion or tamponade was identified. Steam pop was not confirmed. No abnormalities observed before or while using the product. No error messages observed on biosense webster equipment during the procedure.